Event description:
It was reported that during use, the device does not work. There was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation determined that it is not possible to rotate the attachment. The likely cause of the failure is due to distal bearing detachment. It was also noted that the attachment leg, laser markings and color band are faded. B3: date of event notification: 16-jan-2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.